Manufacturer narrative:
Resmed has requested additional information regarding the reported event as well as the return of the device. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 191) indicating a loss of communication with the outlet flow sensor. There was no patient injury reported as a result of this incident.